Manufacturer narrative:
Pseudoarthrosis - (B) (4): imaging films were provided. CT films and 3d reconstruction films showed images of l4-l5-s1 segmental construct with interbody peek implants at l4 and l5 with rods spanning l4 to s1. The left s1 screw appears to be broken. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent surgery for transforaminal lumbar interbody fusion (tlif) with interbody devices ("cages") at l4/l5 and l5/s1, and posterior fixation from l4 to s1. Rhbmp bone graft was placed in the "cages" and posterolateral. Post-op x-rays taken nine months later showed a broken screw at s1. Reportedly fusion had not occurred. The pt underwent revision surgery. The surgeon believes that pseudoarthrosis is the cause of the broken screw. No further pt complications were reported.